Event description:
It was reported that since (B)(6) 2021, there had been repeated problems with the inflatable penile prosthesis pump that would not rebound. The patient had the pump and reservoir components replaced. There were no patient complications reported. Following the surgery, the patient was stable, and the event resolved.